Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 18-apr-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was received cut into three pieces. The lens was cleaned, presenting with no issues that would have caused or contributed to the complaint event. The complaint issues of sub-optimal results, explant and corneal edema-transient were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data upon further review, it was noted that the information provided in the initial MDR should be updated. Therefore, this supplemental filing is to update the following field per new information received: section d6a - implant date: (B)(6) 2023. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient, implanted with a preloaded intraocular lens (iol) three months ago, complained that her visual acuity for both far vision and near vision had been poor. The reporting physician has exchanged the iol to a dcb00v model lens as desired by the patient. Account indicated that the patient had severe corneal edema, and the physician thought it could be a case of fuchs and exchanging the lens might not resolve the poor visual acuity. Therefore, the patient's visual acuity is being monitored post the exchange. There was no patient injury reported. No further information was provided.